Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case and two side bail covers were broken, the battery contacts were compressed and the battery drawer was damaged (there were tool marks). All found defective parts were replaced and all other identified issues were resolved. (B)(4)

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.